Event description:
It was reported that a t2 humerus nail (implanted in 2005 for a sub capita fracture) was very difficult to remove the same year. The end cap could not be extracted more than 2cm. The end cap could not be extracted because the threads were very damaged. The nail had to be extracted with the rest of the screw, producing a little cortical apical injury in the humerus head.